Event description:
It was reported that during a low anterior resection procedure the surgeon fired the device across the bowel on the mesentery and the reload popped out of the device ,the patient started to bleed and they had to convert to an open procedure to remove the reload. The patient did not require blood products, how they controlled the bleeding is unknown. They had no information on how the procedure was completed. Patient is stable, unknown if additional time in ICU was required.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: (B)(6). The analysis results found that an ats45 was received in good visual condition and with a reload present. The returned reload was noted to be partially fired and the lock out spring normal. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The test cartridge was loaded into the device without any difficulties and did not fell out during functional testing. Although no conclusion could be reach on what cause the reported event, it is possible that the reload was not loaded properly before use. Additionally when the reload is loaded improperly or long loading (holding features of the cartridge are not snap on the channel windows) at the moment of the firing, the cartridge will be eject forward and some staples will be deploy. A batch record review was performed and no anomalies were found during the manufacturing process.